Event description:
It was reported via attached voluntary medwatch report # mw5153140 that guidewire frayed and has sheared off and remained inside patient. A 300cm, 12cm poly tip v-18 control wire was selected for use. During the course of the procedure, it was noted that the guidewire was frayed. The imaging showed a thread like pice sheared off and was left inside the patient. No further patient complications were reported.